Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that it was impossible to introduce the catheter inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no resistance when they were trying to insert the catheter into the sheath. The valve was missing, and the sheath was completely blocked and not able to be moved through the sheath. There was no occlusion when irrigating the sheath. The sheath was not being used on the patient, they saw the problem at the beginning. There were no patient consequences.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that it was impossible to introduce the catheter inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no resistance when they were trying to insert the catheter into the sheath. The valve was missing, and the sheath was completely blocked and not able to be moved through the sheath. There was no occlusion when irrigating the sheath. The sheath was not being used on the patient. There were no patient consequences. Device evaluation details: on (B)(6) 2022, the product was returned to biosense webster inc (bw) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and a catheter were introduced into the sheath and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. Additional internal corrective actions have been initiated to address the root cause for the resistance issues and for the hemostatic valve separation issue. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the reported resistance issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 10-may-2022, it was noticed that the h6. Medical device problem code of "material separation (a0413) was inadvertently omitted in the 3500a initial MDR. As such, it has now been added.